Event description:
Lv threshold 2.37sv@ 1.50ms; output programmed 2.2sv@ 1.soms intermittent atrial undersensed beats (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).